Event description:
Patient reported that the device produced a blood glucose reading of 39 mg/dl, prior to applying blood or control solution to the test strip. Patient did not take any action based on this result. A request was made for the return of the suspect product, and replacement product was shipped.